Event description:
Provider notes: patient in cath lab lhc significant lesion of the rca, diagnostic wire was placed in the rca and broken, portion of the wire is in the distal ascending aorta will plan for emergent exploration, wire extraction and cabgs x1 to the rca. Ffr rca: decision to prove severity of dz prior to potential pci in rca/lad made, delivered ffr wire through diagnostic catheter as not convinced pci required and if so then would access/intervene through rfa b/c manipulation during diagnostic caused discomfort and did not think interventional guide would advance. Delivered wire into pda but then trapped in small branch and "lodged" tried to use balloon to provide support to extract wire but it would not "release" and wire fracture occurred tried get goose neck snare down vessel but would not advance. Discussed case w/ peer dr. (B)(6) and we discussed potential rfa approach but we both feel there is a high risk for perforation w/ a more aggressive approach and the patient is currently completely asymptomatic w/ good hemodynamics - place on heparin gtt/ntg gtt. Stat consult w/ CT surgery for 2 v CABG (rca/lad) and wire extraction. Leaving equipment in place including balloon/catheter but backed catheter out of cor (concern it would impede flow). Await input/timing from CT surg.